Manufacturer narrative:
Covidien engineer verified the finding of missing segments. The unit was disassembled and visual inspection found cold solder joints on the display pcb. The display pcb was replaced. Serial number of the display pcb precedes a corrective and preventive action taken by the manufacturer. (B)(4).

Event description:
Covidien technician discovered the missing segments on the display when the unit came in for service. There was no patient harm reported.